Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an adhesive issue with an infusion set fell off event on 04-jul-2024. Infusion set was used for 6-7 days. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.